Manufacturer narrative:
Upon receipt, the device underwent bench testing. Evaluation confirmed that the speaker cone had been damaged, attributed to the device experiencing a drop or significant impact.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.